Manufacturer narrative:
G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the first inflation at 8 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the first inflation at 8 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event. It was further reported that when it was used for a chronic total occlusion in the infra popliteal lesion, it appears that a rupture occurred.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. G4 - premarket / 510(k) #: k111295, k162350.